Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - four open and twenty eight sealed 32g x 4mm pen needle samples were returned from lot. No. 0036259 cat. No. 320678. Visual examination was carried out on the four open samples and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the remaining two samples. A clog test was carried out on the twenty eight sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. CAPA/sa - based on the investigation it was determined that no corrective action is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter : customer reports that the needle seems to be blocked and no insulin is getting out.